Event description:
It was reported that during a procedure, the patient had a 3rd-degree burn at the return electrode site. The burn size is approximately 4 to 5 cm. Treatment is currently ongoing. The rem pad used was a non-(B)(6) device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).